Event description:
It was reported at preparation for use for enteroscopy procedure (patient was not under anesthesia), the subject device displayed e315 error. The device was replaced and the intended procedure was completed with another device with no more than 15 minutes delay in the procedure. There was no patient harm, no injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. The customer reported error e315 was able to be duplicated. Device inspection and evaluation service repair noted no leaking found during leakage test, however, an error e315 error report was found when the subject device was connected to the image processor. Service repair disassemble the lg-connector and it was found that there was watermarks inside and the leak check label was discolored . Service disassembled the s-cover on control section and the internal was dry without water marks. Service used test tools to test and it was found that the venting valve had poor airtightness; there was no damage trace by external force on the surface of the venting valve. After drying the device, the image was noted returned to normal. Review of repair history of this product: the concerned product has not been repaired in the past year. There are no repair history found related to this reported event. Based on evaluation findings, service repair noted that the poor tightness of the venting valve makes liquid enter the scope and this caused the e315 error reported. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: due to device handling shown below, water invaded scope connector, abnormality in electrical components occurred, and error code was displayed. ·the connector cap of leakage tester was attached to venting connector of the device while water adhered to these components. ·the connector cap of leakage tester was attached/detached to venting connector of the device under water. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·inspection of the endoscopic image. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.